Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the ventricular rate/sense and shocking channels. Pacing was inhibited, but all episodes were nonsustained, so no inappropriate therapy was delivered. The patient with this system reported an electrical sensation that occurrs mostly at night, while lying in bed. Noise was reproducable when the patient twisted to his right side, the side on which he sleeps at night. Occasional dizziness was also reported. According to the field representative, the device was electively replaced. During this procudure, a loose setscrew connection was identified. We conclude that this incomplete connection was the source of the observed noise.